Event description:
Novasure device did not pass cavity assessments after multiple tries. New device was opened and it passed cavity assessment. Diagnosis or reason for use: operative intervention. Event reappeared after reintroduction: yes.